Event description:
It was reported that a remote transmission was sent as the nurse noted a possible failure of the pacemaker on the electrocardiogram as premature ventricular complexes were noted. Upon review, no device or lead performance issue(s) were observed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 boston scientific lead, implanted:(B)(6) 2009. (B)(4).